Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 455 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.